Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the reason for the call was that the patient had not been able to get the handset and communicator to connect to the stimulator since yesterday. They said the therapy worked for about two weeks, then on april 7th, it was not working at all. They went through four to five pads and had to change underwear about four times. The patient went to have the incision checked on april 8th. While at the doctor, they reset the settings. It worked for about two to three days, and now for three days it was not working again. They confirmed the communicator was not plugged into the charging cord, and there was no electrical magnetic interference around. The blue side of the communicator was against the skin. They repositioned the communicator. The manufacturer help line had the patient lean forward while sitting, and had them turn off and on the bluetooth and airplane mode. The pati ent was then able to connect and increase the stimulation. It was confirmed stimulation was in the bicycle seat area and comfortable. They would maintain the stimulation level and continue to track symptoms. The patient mentioned unrelated medical history, which I ncluded lots of problems with arthritis in their knees.

Event description:
Additional information was received from the patient. It was reported that the communicator turned the device on but the handset wouldn't connect. Patient services talked the patient through some; however, the troubleshooting did not resolve the issue. Patient services called a technician. They went through additional troubleshooting steps and were able to connect. The cause of the loss of therapy was unknown, but the issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.